Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting farfield r-wave oversensing and intermittent sinus beats were falling into refractory. Technical services (ts) recommended programming options. No adverse patient effects were reported. This ICD remains in service. Additional information was received that the patient was complaining of shortness of breath. Ts recommended programming changes due to atrial events falling into refractory. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting farfield r-wave oversensing and intermittent sinus beats were falling into refractory. Technical services (ts) recommended programming options. No adverse patient effects were reported. This ICD remains in service. Additional information was received that the patient was complaining of shortness of breath. Ts recommended programming changes due to atrial events falling into refractory. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting farfield r-wave oversensing and intermittent sinus beats were falling into refractory. Technical services (ts) recommended programming options. No adverse patient effects were reported. This ICD remains in service.